Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, far p-wave oversensing was noted on stored electrograms and live electrograms. Programming changes were made. The patient was stable.